Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 50 mg/dl. Carbohydrates were consumed to treat bg level. Tandem technical support (cts) performed a system check and determined the customer had manually given a correction bolus via the pump, resulting in the low bg. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Customer acknowledge pump was working as intended and continued to use the pump for insulin therapy.